Event description:
Reporter alleged the lancet device used for fingerstick glucose testing would not retract after use nor would the needle eject and remained out. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.